Manufacturer narrative:
Patient information was unavailable from the site. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while in a spinal fusion, the passive planar probe was bent. The site elected to complete the procedure with a separate probe. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome. No additional information was provided.